Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-02058, reference MFR. Report: 3006705815-2018-02073. It was reported lead diagnostics showed low impedance readings while testing the patient¿s scs system. The physician decided to replace the entire scs system with a new one.